Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: device evaluation: the battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage. This report is made based on results of investigation completed on 07/21/2016.

Manufacturer narrative:
Follow-up #1 date of submission 12/13/2016-correction to serial #.